Event description:
It was reported that a malfunction alarm occurred with no adverse impact on the customer's blood glucose level, as the current level was 150 mg/dl. The customer had not previously reset the pump for this malfunction, so technical support provided assistance in resetting it. The issue did not recur after the reset, and the customer was informed they could continue using the pump, with instructions to call back if the malfunction code appeared again.